Event description:
A customer contacted beckman coulter inc. (Bec) reporting a liquid leak around the front of their coulter lh 750 hematology analyzer. The customer was unable to determine the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found fluid leak coming from the tubing attached under the flow cell that was punctured. The cause of the leak was the punctured tubing under the flow cell. (B)(4).